Event description:
The actual procedure went perfectly. The needle behaved as expected, and there was no evidence of damage or problems. However, when we went to expel the sample, it was apparent that the needle tip was kinked to approx 70-80 degrees. During sample collection, the needle tip broke off into the sample pot. I did not see this occur, but I suspect that the fellow may have tried to straighten the needle resulting in it breaking. I emphasize that no part of the needle was left in the patient. It is very odd, and difficult to ascertain what happened to kink the needle tip. Ultimately, the procedure was completed effectively and there was a huge sample retrieved from a single pass. The broken needle tip was removed from the sample (for investigation and for sharps security) and is returned with the damaged needle. I can only speculate as to the cause of this during sample collection as I did not see anything that made me think the needle tip should have been damaged. Nb: the actual sampling in the patient was conducted by prof (B)(6) who is highly skilled and experienced. He stated that he felt nothing to suggest that the needle was bent.

Manufacturer narrative:
510 k # : k142688. Device evaluation. 1 unit of lot number c1658274 of echo-hd-3-20-c was returned opened in its original packaging. Lab evaluation. The device involved in the complaint was evaluated in the laboratory on 04 march 2020. The needle was found to be broken distally. Document review including IFU review prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-3-20-c of lot number c1658274 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1658274. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site there is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0077-4). Root cause review: a definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. This may have caused a distal kink which then resulted in distal needle breakage during the sample collection. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
510k #: k142688. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The actual procedure went perfectly. The needle behaved as expected, and there was no evidence of damage or problems. However, when we went to expel the sample, it was apparent that the needle tip was kinked to approx 70-80 degrees. During sample collection, the needle tip broke off into the sample pot. I did not see this occur, but I suspect that the fellow may have tried to straighten the needle resulting in it breaking. I emphasize that no part of the needle was left in the patient. It is very odd, and difficult to ascertain what happened to kink the needle tip. Ultimately, the procedure was completed effectively and there was a huge sample retrieved from a single pass. The broken needle tip was removed from the sample (for investigation and for sharps security) and is returned with the damaged needle. I can only speculate as to the cause of this during sample collection as I did not see anything that made me think the needle tip should have been damaged. Nb: the actual sampling in the patient was conducted by prof (B)(6) who is highly skilled and experienced. He stated that he felt nothing to suggest that the needle was bent.